Manufacturer narrative:
The lot number of the outflow graft was not provided. The approximate age of device is unknown. The outflow graft is expected to be returned for evaluation. It has not yet been received. The event occurred at(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. During the implant surgery, a 5mm diameter hole was noticed on the outflow graft outside of the bend relief and caused massive bleeding. The surgeons immediately had to open the chest from a subcostal approach due to hemodynamic compromise. The doctor suspected the cause was the de-airing hole in the outflow graft that is made with a needle during the operative procedure. It was also reported that the patient''s right atrium was damaged when the surgeon performed the emergency thoracotomy, which caused the patient to need a transfusion and catecholamine administration. No additional information was provided.

Manufacturer narrative:
The report of a tear in the sealed outflow graft was confirmed. Photos of the tear, which were taken while the graft was still implanted, were submitted for review and showed the tear was several inches from the distal end of the outflow graft bend relief. Additional submitted photos taken after explantation showed the graft has been severed through the torn area. Due to the cutting of the graft, only half of the torn area was returned for evaluation. Visual inspection of the remaining portion of the tear noted that the edges of the fibers were frayed, which appeared consistent with abrasion. The graft section was forwarded to an outside lab for further evaluation. The lab concluded that the tear appeared to be the result of rubbing wear to the exterior surface of the graft. The evaluation could not determine what the graft was rubbing against, however, the condition of the graft fibers was suggestive of a smooth, soft surface. No wear was observed on the interior surface of the graft. The cause of the graft abrasion could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.